Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that right after they started using the product, the blue cap on the tip dropped into the patient's mouth. The cap was able to be removed immediately from the patient's mouth and there was no additional treatment needed.